Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "doctor will be withdrawing fluid".

Event description:
Patient reported left side rupture, hardness and deformed appearance. Patient stated the doctor will be withdrawing fluid as well. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported rupture, seroma and capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed 1 opening assessed as unidentified (tear) opening. (Shell thickness was within specification). Visibility/palpability: unable to observe as it is not related to the device. Nipple sensation increase/decrease: unable to observe as it is not related to the device. Seroma-late: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Additional observations: observed creases on the surface of the device. Observed wear abrasion on the surface of the device. Observed red particles on the surface of the device. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side rupture, hardness and deformed appearance. Patient stated the doctor will be withdrawing fluid as well. Device has been explanted.